Event description:
On (B)(6) 2010, (B)(6) technical services (cts) received a customer call reporting a s1000 tina hemodialysis machine that was leaking. A field service technician went on site for evaluation and repair of the device. It is unknown if the incident occurred during patient use. It is unknown if there was any patient injury or medical intervention involved.

Manufacturer narrative:
(B)(4). The actual tina device was evaluated and the reported condition: of a leak on the machine was confirmed. The root cause of the reported condition was determined to be leaking from the flow equalizer assembly. Appropriate corrective action was taken to resolve the issue by performing all the necessary tests, calibrations and repairs. The flow equalizer assembly was replaced on the unit.